Manufacturer narrative:
Initial lot code investigation results on 14-jan-2021 showed no failure identified. An investigation is in progress for returned product.

Event description:
Only half of the tampon came out - vagina [foreign body in reproductive tract]. Only half of the tampon came out upon removal [complication of device removal]. Only half of the tampon came out [device breakage]. Case description: consumer contacted via e-mail and stated that when she went to remove the tampon, only half of it came out. No serious injury was reported.

Manufacturer narrative:
22-feb-2021 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Only half of the tampon came out - vagina [foreign body in reproductive tract] only half of the tampon came out upon removal [complication of device removal] only half of the tampon came out [device breakage] consumer contacted via e-mail and stated that when she went to remove the tampon, only half of it came out. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Only half of the tampon came out - vagina [foreign body in reproductive tract]. Only half of the tampon came out upon removal [complication of device removal]. Only half of the tampon came out [device breakage]. Case description: consumer contacted via e-mail and stated that when she went to remove the tampon, only half of it came out. No serious injury was reported.